Manufacturer narrative:
Catheter model 8711, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unk.

Event description:
A confirmed motor stall noted in the event logs with no motor stall recovery was reported. Per the healthcare provider (hcp) the motor stall was caused by the patient having MRI. It had been 65 minutes since the patient exited the MRI, and the stall had not recovered. No further information was provided. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received indicates the drug infused is baclofen, 500mcg/ml. The dose was 25mcg/day at the time of the event.

Event description:
It was reported that the previously reported pump motor stall occurred while the patient was admitted to the hospital for the implantation of the pump. It was later reported that the pump motor stall was confirmed in the attention dialogue box, when the patient was seen by the physician on 2012-(B)(6). It was also found on 2012-(B)(6), that the pump motor stall recovered and was recorded in the event logs. The pump recovery was noted as "today at 15:59." No patient symptoms were reported. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).